Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's grandmother reported via phone call that the insulin pump alarm error 53. Customer's blood glucose was unknown mg/dl. The grandmother of patient went into the sensor glucose history menu with settings upper limit:10.0 and under limit: 3.9. The customer insulin pump fell out. The customer insulin pump was assisted to changed the settings into 10.1 and 4.0 and she doesn't get this error again.